Event description:
Healthcare professional reported lap-band port leak. The physician noted "missing fluid" after each adjustment. The lap-band port was explanted and replaced. During explant surgery, "methylane blue test" confirmed a leak.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and partial implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."